Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information was obtained from the customer.

Event description:
The customer reported falsely decreased architect total psa results on one patient. The results provided were: (B)(6) 2018 total psa=0.136 ng/ml / free psa = 1.612; since the values are discrepant repeat testing was performed: total psa = 17.421ng/ml / 16.482ng/ml and the free psa = 1.7 / 1.6. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the abbott ambassador analyzed the system logs and replaced the r1 and r2 probes based on observations in the pressure monitor log. A review of the service history for the architect i2000sr, (B)(4), found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the probes were replaced. The architect systems operations manual addresses operational precautions and limitations; routine maintenance; and component replacement. The system operations manual also addresses observed sample results problems, including, but not limited to: probe damage; incorrect probe positioning; dirty or partially clogged probes; and fibrin or particulate matter in the sample. A search for similar complaints identified no trend for the probe (list number 08c94-47) with regard to discrepant patient results. Also, a review of complaints for the architect i2000sr systems identified no trends associated with the erratic results described in this complaint. Based on the investigation no product deficiency was identified for the probe (list number 08c94-47) or the architect i2000sr system.